Event description:
This report pertains to two of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-09880 pertains to the other device. It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2011. According to the complainant, as a result of the implants, the patient suffered pain, infections, vaginal discharge, dyspareunia, and urinary problems. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported lot number, 1ml0770605, could not be matched to the upn provided.